Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, varying sensing was observed on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported event of a varying sensing was not confirmed.